Manufacturer narrative:
Physician specified that the volume used for inflating the balloon was 0.2 ml. He did not know if the broken part of catheter tip was left inside the patient. He did not get anything out despite several tries/cleanings. Due to the kink in the catheter body, clinicians had to cut it; it was divided for easier guidance with a wire to be able to rotate the tip. The catheter got stuck. Cutting the catheter and using a wire were techniques attempted to extract the catheter. The physician cannot account for the exact chronology of the event. Patient complication included leg amputation but it is unclear why this occurred and the physician refused to give further details. Visual examination confirmed the catheter tube to be broken in half 33cm proximal of the catheter tip. The catheter body also appears to have been crushed 34.5cm proximal of the catheter tip. The spring tip has been stretched out and pulled off the catheter tip. The balloon latex and distal windings were not returned. Proximal windings are still attached to the catheter tip. This condition may occur when the pull force of 0.7 lbs on an inflated balloon (per IFU) has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system.

Event description:
It was reported that the catheter balloon ruptured inside the artery. The catheter got stuck, and when physician took it out, the tip was broken and the metal part was separated from the catheter. The catheter was in two parts due to a kink so they had to cut it into two pieces; they had to insert a wire from a fogarty catheter fr 4.

Manufacturer narrative:
Additional information was obtained from the physician. The patient had a history of chronic peripheral vascular disease. Patient was admitted to hospital due to acute ischemia in the lower limb. An acute embolism was suspected. Treatment with a thrombolytic agent was attempted without success. Subsequent embolectomy was performed. Doctor confirmed that the procedure went smoothly but then the catheter got stuck. He tried to remove the catheter but a lot of force was required to get it out. When the catheter tip came out of the vessel he noticed that the spring was pulled with the distal end stuck in the vessel while the proximal end of the spring was already out. The doctor explained that he tried to obtain more stiffness with introduction of a guidewire. With the guidewire and rotation, it was finally possible to remove the spring of the embolectomy catheter. The physician noted that the patient later suffered a compartment syndrome which necessitated a fasciotomy. The limb did not recover and had to be amputated below the knee.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete. Lot number was not provided, therefore, review of the manufacturing records could not be completed.